Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: strip code: both unknown. Strip storage: unknown. Symptoms: passes out. Shaky, cold sweats, trembling in the voice, and get real hot. A patient reported they called treatment facility and 911. Their meter allegedly would only prompt error 1. The result on their meter was unable to test. The result on the other meter was unknown. The time difference between patient's meter and other was no comparison. Treatment was IV and nitro drip, shot of insulin. No further information has been reported.